Event description:
Related manufacturer reference number: 2017865-2023-93237. It was reported that a patient presented to the emergency room with loss of capture noted on both the right atrial and right ventricular leads. X-ray imaging confirmed dislodgement of the leads due to twiddler's syndrome. The leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and no pacing at high output. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted. The full helix extension length was measured within specifications. The reported events of failure to capture and no pacing at high output were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.